Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the instrument could not be removed from the application site. The surgeon manually manipulated the device free and completed the procedure manually. The hosptal has reported no patient injury occurred.